Manufacturer narrative:
Intuitive surgical, inc. (Isi) technical support engineer (tse) suggested to remove instrument along with arm and cannula. The customer already tried it but instrument was too deep. The tse suggested to press emergency stop and lift the carriage manually. The customer removed the instrument from the arm and released the sterile adapter manually. No site visit was conducted. The system was working properly.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was stuck on the universal surgical manipulator (usm 2). The instrument was stuck on the arm and a message on screen displayed that the arm not ready, remove the instrument. There was no recoverable or non recoverable error message. The jaws were open. Technical support engineer (tse) suggested to remove instrument along with arm and cannula. The customer already tried it but instrument was too deep. The tse suggested to press emergency stop and lift the carriage manually. The procedure was completed as planned with all four arms with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the instrument was inspected prior to usage. The customer removed the instrument using the manual instrument removal method from the sterile adaptor. The reporter indicated the instrument release buttons were not working and unable to release the instrument from the universal surgical manipulator (usm). Port incisions were not increased in order to remove the instrument and cannula together. There was no report of the incident involving a fragments to fall into the patient anatomy.